Event description:
Complaint ID (B)(4).

Manufacturer narrative:
It was reported that the disposable was successful primed with no issues but would not produce forward flow when connected to the patient. The venous line was disconnected and the cannula was checked for drainage with no issue. Therefore the backflow prevention was ruled out. The cardiohelp was placed in global override and there was still no flow. The disposable was removed from the cardiohelp drive system and connected to the emergency drive with the flow bubble sensor still connected. The customer was able to generate flow with the emergency drive. The patient was transported to the receiving hospital while using the emergency drive and was than exchanged to another device. The hls set was discarded. On 2024 (B)(6) the information was received that the getinge technician reached out to the customer for information. The hls set was not transferred but exchanged as the patient was placed on centrimag and was later successfully weaned from support. The hls set was not tried on another cardiohelp prior to disposal. The cardiohelp will be investigated in complaint# (B)(4) (mfg report number 8010762-2024-00025). The failure occurred during treatment. The affected product is not available for technical investigation as the hls set was discarded by the customer. Therefore the exact root cause remains unknown. However, according to the hls set risk assessment following root cause can lead to the reported failure: blockage of oxygenator, increasing pressure drop, impaired blood flow, deteriorating gas transfer. As stated in the instruction for use (IFU, cardiohelp system, in the chapter check before every application): ¿before application, ensure that the cardiohelp-I is securely fixed and correctly installed and that it is necessary to decrease the flow to zero before disconnecting and connecting the disposable to the device.¿ in addition, in the chapter safety instructions for the oxygenator: " incorrect installation of the hls module advanced can lead to device malfunction. Ensure that the device is fitted onto the device correctly and securely fixed, to eliminate the risk of magnetic decoupling between the drive and the centrifugal pump". Furthermore, in the chapter indications for replacing the set: "an increased pressure drop can be tolerated within the limits stated above if the gas transfer and arterial blood gas analysis values are still good. If an increase in pressure drop is coupled with deteriorating gas transfer and there are indications that this development is set to continue, a replacement should be carried out as quickly as possible. Assessment of the situation and the decision whether or not to replace the set is the responsibility of the physician in charge of treatment". Based on the results the reported failure "no flow on the disposable module" could not be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. H3 other text : device already discarded by customer.

Event description:
It was reported that the disposable was successful primed with no issues but would not produce forward flow when connected to the patient. The venous line was disconnected and the cannula was checked for drainage with no issue. Therefore the backflow prevention was ruled out. The cardiohelp was placed in global override and there was still no flow. The disposable was removed from the cardiohelp drive system and connected to the emergency drive with the flow bubble sensor still connected. The customer was able to generate flow with the emergency drive. The patient was transported to the receiving hospital while using the emergency drive and was than exchanged to another device. The hls set was discarded. On 2024-01-25 the information was received that the hls set was not transferred but exchanged as the patient was placed on centrimag and was later successfully weaned from support. The hls set was not tried on another cardiohelp prior to disposal. The cardiohelp will be investigated in complaint# (B)(4) (mfg report number 8010762-2024-00025) . No harm to any person has been reported. Complaint ID# (B)(4).

Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available.